Manufacturer narrative:
The customer¿s complaint of a leak from the texium adapter could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported leaking at the connection of the texium and smartsite while infusing. There was no patient harm.